Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results for four pts compared with the lab. Results as follows: date: (B)(6) 2011; patient: #1; inr: 1.0; pt: 0.96; lab inr: 2.45. Date: (B)(6) 2011; patient: #2; inr: 1.0; pt: 0.96. Date: (B)(6) 2011; patient: #3; inr: 1.1; pt: 11.3. Date: (B)(6) 2011; patient: #4; inr: 1.0; pt: 10.9. Pt is prothrombin time.